Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds from 00:51:55am on (B)(6) 2021, which is not sufficient time to replace the reagent in the bottle, and contact with the sensor was re-established at 00:51:59am on (B)(6) 2021. The station properties for bottle 6 (ethanol) were reset by a user at 01:59 am on (B)(6) 2021, with the user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to the user actions were: ethanol concentration=99.5%, cycle=6, cassettes=354 and days=11. This reagent, which exceeded the final reagent concentration required for ethanol of 98%, was subsequently used for the final dehydration step of the "large tissue program" protocol started in retort b at 12:52 pm on (B)(6) 2021. Consequently, the incorrect user action in affirming that the ethanol concentration in bottle 6 was to be set to 100%, despite not actually replacing the reagent, would not have impacted the quality of processing of patient tissue samples from this protocol. Based on the information provided, the patient tissue samples involved in this event were derived from the "large tissue program" protocol comprising 72 cassettes, which started in retort b at 12:52 pm on (B)(6) 2021 and failed at 23:14pm on (B)(6) 2021 during step 7 (final dehydration step) of the protocol in association with generation of event code "204" indicating a drain failure. The following information was recorded in the instrument logs: "unable to drain, ensure station is empty and change station state to [?]empty', retort b, bottle 6." The complainant confirmed that the remote alarm was activated when the protocol failed. Bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds from 22:29:07 pm on (B)(6) 2021 during execution of step 7 (the final dehydration step) of the "large tissue program" protocol started in retort b at 12:52 pm on (B)(6) 2021, after which contact with the corresponding sensor was re-established at 22:29:07 pm on (B)(6) 2021. This would have resulted in the status of bottle 6 (ethanol) being set as "unknown". At completion of step 7 (the final dehydration step) of the "large tissue program" protocol started in retort b at 12:52 pm on (B)(6) 2021, which was at 23:14pm on (B)(6) 2021, event code "204" was recorded when draining of the reagent from the retort b back to bottle 6 (ethanol) was unsuccessful. Draining of retort b to bottle 6 (ethanol) was unsuccessful, because the status of the bottle had changed while the reagent was in the retort. The following information was displayed to the user: "unable to drain; ensure station is empty and change station state to 'empty', retort b, bottle 6". Event code "1001" was recorded at 23:14pm on (B)(6) 2021, with the following information displayed to the user: "protocol large tissue program failed, check other events for cause. Ethanol (100.0%) remains in retort b." The status of bottle 6 in the instrument user software remained as status "unknown", because user input is required to confirm any change to the status of a reagent bottle, and no user was in attendance. Bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately three (3) seconds at 01:44am on (B)(6) 2021, which is after the "large tissue program" protocol started in retort b at 12:52pm on (B)(6) 2021 had failed at 23:14pm on (B)(6) 2021. Three (3) seconds is not sufficient time to replace the reagent in the bottle; and the station properties were reset at 01:44am on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to these user actions were: ethanol concentration=100%, cycle=0, cassettes=0 and days=0. The 72 cassettes from the failed "large tissue program" protocol started in retort b at 12:52pm on (B)(6) 2021 remained in retort b covered with the reagent from bottle 6 (ethanol) at a concentration 99.5% for approximately two (2) hours and 31 minutes, until a user accessed the retort at 01:45am on (B)(6) 2021. Patient tissue samples from the failed "large tissue program" protocol were moved to another tissue processor located within the laboratory to continue processing, which completed at approximately 2am. Specific details of the regimen used to continue processing of the patient samples from the failed "large tissue program" protocol were not provided. The facts indicate that a use error occurred at both 01:59am on (B)(6) 2021 and 01:44am on (B)(6) 2021, when a user affirmed that the default concentration of 100% was to be set for bottle 6 (ethanol) although the reagent in this bottle had not been replaced in either instance. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." These use errors did not either cause or contribute to the sub-optimal processing of patient tissue samples, because the ethanol concentration in bottle 6 prior to resetting the station properties at 01:59am on (B)(6) 2021 was 99.5%, which exceeds the minimum final reagent concentration required for ethanol of 98%. Investigation of this complaint found that the instrument functioned as designed during execution of the "large tissue program" protocol started in retort b at 12:52pm on (B)(6) 2021, which failed at 23:14pm on (B)(6) 2021 due to generation of event code "204" indicating a drain failure. The root cause for failure of the "large tissue program" protocol started in retort b at 12:52pm on (B)(6) 2021 at the completion of step 7 was that the reagent from the retort could not be drained back to bottle 6. This occurred because the status of the bottle had changed to "unknown" while the reagent was in the retort the reagent following loss of contact between the bottle and the corresponding for four (4) seconds; and no user was in attendance to provide the input required to confirm any change to the status of a reagent bottle. The likely root cause of bottle 6 (ethanol) not being in contact with the corresponding sensor was the presence of solid residue obstruction in the vent line of the bottle, as identified by the leica field service engineer on 03 june 2021. The patient tissue samples from the "large tissue program" protocol started in retort b at 12:52pm on (B)(6) 2021 were exposed to 99.5% ethanol for approximately two (2) hours and 31 minutes, when the protocol failed at 23:14pm on (B)(6) 2021.

Event description:
On (B)(6) 2021, the complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "called lab to follow up on code 6004 - bottle 6 was reset. Customer is asking for service, I spoke with him to state this is not mechanical but applications. Instrument down, run failed in alcohol (100%). Tissue recovered and the period of time setting in alcohol is unknown. No other details provided." On (B)(6) 2021, a leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse found the air vent from reagent bottle 6 was partially blocked with wax residue; and resolved the issue by replacing the air vent line and cleaning the air manifold and fittings. The fse performed verification activities, including completing fill and drain operation from bottle 6 for more than ten times, for which all results were satisfactory. On 04 june 2021, the assigned leica field application specialist - core histology (fas) collected further information regarding the circumstances involved in this complaint. The fas documented the following information: "customer said cassettes sat in alcohol for extra 2 hours. Bottle 6 was empty and alcohol was in retort b. External alarm was sent to senior lead (B)(4) in regards to the error but she was out. Large tissue run usually starts at 7:30pm. A tech was able to continue and finish processing around 2am. The fas also documented that the patient tissue samples involved in this event were derived from the "large/ fatty specimens" protocol comprising 150-200 cassettes, which started in retort b at 07:30pm on (B)(6) 2021 and failed at 11:14pm on (B)(6) 2021. The tissue types of the affected patient tissue samples were detailed as: "hysterectomy, gall bladder, appendix, fatty tissue". The size(s) of the affected tissue samples was not provided. On 04 june 2021, the leica field application specialist - core histology (fss) received information that all patient cases involved in this event were diagnosable; and that re-biopsy has not been recommended or required.